Event description:
A report was received, the patient was explanted due to an infection at the pocket site. The patient's symptoms included discomfort and tenderness at the pocket site. The patient was given IV antibiotics and was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.